Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had their device removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were not feeling well and were on their way to see a healthcare professional (hcp). The patient was instructed to turn the device off if they need an EKG and was assisted in turning the device off. Additional information was received from a friend or family member of the patient on (B)(6) 2017. It was reported that the patient was in the hospital at the time of report after they became very sick with chills, fever, and weakness. It was suspected that the patient had an infection because the patient had an elevated white blood cell count. The patient was given a urine culture and it was suspected that the patient had a bladder infection. The patient¿s friend or family member did not know if the implant site was infected. It was noted that the patient had a history of bladder infections recurring every 3 to 4 weeks and that the patient may have had an infection at the start of the trial. It was noted that the patient was improving at the time of report and was on IV antibiotics. The patient¿s daughter reported that the patient had been in the hospital since (B)(6) 2017 due to a bladder infection. The patient¿s daughter noted that the patient had started to experience chills, started to feel weak, and was very bad. It was indicated that the patient also experienced a loss of therapeutic effect and had a return of symptoms. It was noted that on the day the symptoms returned the patient went to the bathroom 18 times and had 5 leaks. The friend or family member of the patient was not sure if the return of symptoms was related to the bladder infection or to the therapy. The patient was to follow up with their hcp on (B)(6) 2017 regarding the possible bladder infection, return of symptoms, and loss of therapeutic effect. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were feeling really sick and had been in the hospital for few days. The patient stated that they would be released the day after report and had an appointment with their hcp scheduled for (B)(6) 2017. The patient noted that they were scheduled for implant on (B)(6) 2017. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were hospitalized because the site of the incision was infected. The patient also noted that they had a uti. It was indicated that at the time of report it was unknown if the issue was resolved. No further complications were reported or were expected.